Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was low flow. Patient temperature was 36c, and should have been 36.5c according to the rewarm box. The nurse disconnected and reconnected the pads using proper technique with no change in flow. They took off the fluid delivery line and ran diagnostics. Flow rate was1.9lpm, inlet pressure was -11psi, and the circulation pump was in the 60% range. The nurse reconnected pads and with second connect flow rate dropped. With disconnect, flow did not rebound. Ms&s recommended changing out the pads. Ms&s called back and the nurse applied new pads. The patient temperature was 35.7c. Ms&s told her she was supposed to run the device. Flow rate was 2.5lpm. Per follow up via phone on (B)(6) 2020 charge nurse stated, the patient was still completing therapy. The patient rewarmed and they were set to nomothermia for two days and had not experienced any additional issues.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be "inadequate channel design". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300-unknown articgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown articgels pads product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was low flow. Patient temperature was 36c, and should have been 36.5c according to the rewarm box. The nurse disconnected and reconnected the pads using proper technique with no change in flow. They took off the fluid delivery line and ran diagnostics. Flow rate was1.9lpm, inlet pressure was -11psi, and the circulation pump was in the 60% range. The nurse reconnected pads and with second connect flow rate dropped. With disconnect, flow did not rebound. Ms&s recommended changing out the pads. Ms&s called back and the nurse applied new pads. The patient temperature was 35.7c. Ms&s told her she was supposed to run the device. Flow rate was 2.5lpm. Per follow up via phone on (B)(6) 2020 charge nurse stated, the patient was still completing therapy. The patient rewarmed and they were set to nomothermia for two days and had not experienced any additional issues.